Event description:
Patient reported right side fatigue, hair loss, hardening and discomfort. Patient report right side rupture via mammogram. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and black particles in gel and shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, crease fold and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening, for the stress marks in the shell.

Event description:
Patient reported right side fatigue, hair loss, hardening and discomfort. Patient report right side rupture via mammogram. The device has been explanted.